Manufacturer narrative:
Evaluation found the device housing was defective.

Event description:
In this event it was reported that a promark apex locator gave incorrect measurements; no injury occurred.